Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: -the inlet catheter was not produced by christoph miethke gmbh & co kg. -the shuntassistant was connected to the third-party catheter and a connector (#3004721439-2021-00021) permeability test: the test showed that the shuntassistant is permeable. Computer control test: the computer controlled test has shown the opening pressure of the shuntassistant, at a reference flow rate of 20 ml/h in a vertical position, to be 15.32 cmh2o. This is within the specified tolerance of 15 cmh2o +4/-2 cmh2o. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in shuntassistant. Results: based on our investigation, we are not able to substantiate the claim of "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
"Associated medwatches: 3004721439-2021-00019, 3004721439-2021-00021, 3004721439-2021-00022 MDR # - same patient".

Manufacturer narrative:
The sample not received for investigation. When following informations /investigations results are provided a follow up will be submitted.

Event description:
It was reported that there was a problem with a shunt assistant. Tha valve was used with another devices for hc therapy. The products were used on the lp shunt on (B)(6) 2020. They were removed on (B)(6) 2021 due to the symptoms of under- drainage. Please investigate the inside of the valve. Patient informations: age: (B)(6) years. Implantation: (B)(6) 2020. Revision: (B)(6) 2021. "Associated medwatches: 3004721439-2021-00019, 3004721439-2021-00021, 3004721439-2021-00022 MDR # - same patient".